Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction alarm. Another cartridge was loaded and the alarm reoccurred. The contact did not know if the blood glucose level was impacted. Insulin injections were to be used for insulin therapy.